Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of 2003 ohms. Technical services (ts) was contacted, and ts noted a gradual rise in the rv pace impedance and a recently triggered lead safety switch (lss). The rv lead remains in service. No adverse patient effects were reported.